Manufacturer narrative:
Despite the event having happened more than ten months prior to receiving the report, lumenis investigated the reported event by contacting the reporter. The only additional information the reporter had was that no injury occured and the malfunction did not cause or contribute to any change in the patient's condition. Furthermore, the procedure was completed using alternative equipment. A review of system risk files found the risk of system failure (B)(4) which has the potential to lead to ineffective treatment which may require prolonged operation or re-operation. The risk has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment a review of historical product complaints shows that the same malfunction of a system failure, (specifically failed footswitch) during a procedure has not led to serious injury in the past. A review of historical service records for the subject device did not reveal that lumenis was made aware of the event, thus the footswitch was never returned for analysis; a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
On (B)(6) 2018 lumenis received a user submitted medwatch report ((B)(4)) in which the description read "laser foot pedal failed. Rep present to troubleshoot. Procedure delayed 1 hour. Completed using alternative equipment. Patient was already under general anesthesia when the laser was found to be nonfunctional." No report of injury was received, and the lumenis versapulse powersuite 60w device malfunction did not cause or contribute to any change in the patient's condition.